Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. No qc data was provided, however, the customer stated qc was acceptable. The field service engineer (fse) indicated that the electrodes required replacement. The fse replaced the syringe seals and the electrodes. He then performed calibration and qc checks and they were successful. Precision studies were performed and were within specifications. The service actions of replacing the syringe seals and electrodes resolved the issue.

Event description:
We received an allegation of questionable ise results for 3 patient samples tested on a cobas 8000 ise module. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Discrepant results were provided for 1 patient sample. On (B)(6) 2023 the customer ran the patient's sample. Na: 161 mmol/l, k: 5.0 mmol/l, cl: 92 mmol/l. The results were reported outside the laboratory but they were immediately stopped as the laboratory users were alerted that there is a problem with the results. And therefore, they repeated the sample on a different analyzer. Rerun results: na: 142 mmol/l, k: 4.5 mmol/l, cl: 106 mmol/l. The repeat results were deemed to be correct. The na electrode lot number was h2312. The k electrode lot number was q5630. The cl electrode lot number was c4059. The electrodes' expiration dates were not provided.